Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on january 24 alleging that the pump started rebooting on january 22. She has tried two different battery caps and the issue persists. There was no reported patient impact associated with this complaint.